Manufacturer narrative:
1. The customer returned 4 photos, no defective sample. The photos show that the sku is 383069, the batch code is 3234085, the septum is dislodged , and blood is seeping from the the injection hole in the catheter hub. 2. DHR/bhr review(lot#3234085): 1)this batch of products were assembled at intima ii auto line 3 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Sku#383069 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 4. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. Please see attachment for the test report. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show a defect of the dislodgement the septum. As no abnormality is found on process and retained sample, the product of this sku has never been declared to be used for high-pressure injection, and no similar complaints have been received from other hospitals regarding this batch of products, so the root cause of this defect may be related to the incorrect use of the product.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked the following information was provided by the initial reporter: prior to the february 24, 2024 examination under CT contrast, the indwelling needle was pushed with a high-pressure syringe during the puncture procedure, and the indwelling needle experienced a dislodged plug and spillage of the contrast agent.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.